Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data by boston scientific technical services (ts) confirmed the presence of oversensing of noise in both this treated shock episode, but also multiple untreated episodes as well. The source of the noise was suspected to be sense b in nature, and such noise could be reproduced via product testing. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data by boston scientific technical services (ts) confirmed the presence of oversensing of noise in both this treated shock episode, but also multiple untreated episodes as well. The source of the noise was suspected to be sense b in nature, and such noise could be reproduced via product testing. The subcutaneous implantable cardioverter defibrillator was reprogrammed and remains in service. No adverse patient effects were reported.